Manufacturer narrative:
The reported high lead impedance and lead fracture were verified in the laboratory. Electrical tests indicated the proximal coil was open. Further analysis found the proximal coil fractured at 2.3cm from the connector pin. The damage found caused the high impedance reported in the field.

Manufacturer narrative:
No medwatch form was received.

Event description:
The patient received a notification for high impedance. High thresholds were also measured. Possible lead fracture or loose connection was suspected. When the physician opened the pocket, the proximal parts of the lead were found bent at an acute angle. The device and lead were explanted.